Manufacturer narrative:
Information was provided that the va seems to be decreasing and it is associated with a myopic shift in prescription. The lens was implanted in 2005. A director of global quality customer affairs (gqca) has discussed the case with the surgeon. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced reduced visual acuity. Doctor thinks that glistening may have caused the lens to opacify. Additional information has been requested; stated that there has been myopic shift in the eye over the past few years and the lens now appears dull with marked glistening and loss of clarity.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).